Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) # (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the device remains in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a sternalock 360 that was implanted to a patient shows a expired sterilization date. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of a photograph. The sl360 multi-implant system (part# 74-0004, lot# 261750) could not be visually evaluated as the product was implanted and was not returned. A photo of the package label was provided by the customer and was reviewed. The expiration date listed on the label was 6 apr 2018. Based on the date of the email that was sent 29 aug 2018, the product was expired. The expiration date is on the label with an hour glass symbol next to the date, which the instructions for use (IFU) defines as a "use by" symbol. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the facility personnel not reviewing the label prior to implantation. The implantation of this device does not pose a risk to the patient as accelerated aging testing was completed to validate the product would remain sterile for 60 months after manufacture. A summary of the investigation was sent to the complainant conveying proper use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.